Event description:
Customer states that right wheel bolt is cross threaded and a cap fell off that covers the bearings was bent and is not covering like it should. Customer states chair came out of box with wheels attached.